Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal patient information guide state some bruising or discomfort is common during the healing process after intravascular procedures; however, the patient should contact their physician immediately at the number listed on the patient information card if they experience fever, bleeding, persistent swelling in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage or any other unusual symptoms.

Event description:
The information provided to sjm indicated the 6f angio-seal evolution was deployed without issue. The following day the patient complained of pain in the groin. One day later, the patient went to surgery for repair of the common femoral artery. The patient was reported to be in stable condition following the procedure. No additional information was provided.